Event description:
A customer reported being unable to test using the adc device due to the test not starting upon sample application. The customer experienced symptoms described as "vision problem, dizziness, and shaking hands." The customer was provided fruit juice by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strip. Visual inspection has been performed on the returned reader, and no issues were observed. Attempted to perform control solution testing and test did not fire. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly). The inspection of the strip port pins revealed that the pins moved freely when pressure was applied. Conducted a continuity test and noticed a pin that was not connected. Reflowed the solder on a few pins and attempted to conduct control solution testing. Test was satisfactory. Therefore, issue is confirmed due to poor soldering of reader's strip port pins. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to the test not starting upon sample application. The customer experienced symptoms described as "vision problem, dizziness, and shaking hands." The customer was provided fruit juice by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.